Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the ostium of 1st diagonal branch (dx1) and was 12mm long with a reference vessel diameter of 2.75mm. After pre-dilation twice, the physician encountered difficulty while trying to cross a 2.75x12mm promus element stent through a previously implanted stent. After its withdrawal, significant deformation of the stent mesh was observed. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the ostium of 1st diagonal branch (dx1) and was 12mm long with a reference vessel diameter of 2.75mm. After pre-dilation twice, the physician encountered difficulty while trying to cross a 2.75x12mm promus element stent through a previously implanted stent. After its withdrawal, significant deformation of the stent mesh was observed. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was stuck to the tip with white tape and was found to be damaged and stretched throughout. No kinks were identified along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).